Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. The patient¿s spouse found the patient passed out on the floor and immediately called emergency medical technician's (emts). The cgm was reading 178 mg/dl. The spouse did not check a bg level. When the ambulance arrived the bg reading was 34 mg/dl and the cgm was still reading 178 mg/dl. The patient was immediately administered IV glucose. He was transported to the emergency room (ER). The bg was checked in the ER and was under control (no specific values provided). No medication was given in the ER and the patient was released. At the time of the report, the patient had recovered. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the e zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.